Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), menorrhagia ('menorrhagia/ bleeding'), dysmenorrhoea ('dysmenorrhea'), autoimmune disorder ('autoimmune-like symptoms') and immunodeficiency ('lower immune system') in an adult female patient who had essure (batch no. 740867) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions and spotting vaginal. Concurrent conditions included paratubal cyst, headache, dysfunctional uterine bleeding, allergy to metals, menstrual irregularity, abdominal pain, ovarian cyst, hyperthyroidism, leiomyoma nos, cervicitis cystic, inflammation nos, itching, rash, hives, sinusitis, otitis and dermatitis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), immunodeficiency (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), urticaria ("rashes and hives"), perioral dermatitis ("perioral dermatitis"), arthralgia ("joint pain,hip pain"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), memory impairment ("memory problems"), confusional state ("confusion"), fatigue ("chronic fatigue"), abdominal pain lower ("cramping"), ovulation pain ("painful ovulation"), metrorrhagia ("metrorrhagia"), polymenorrhoea ("polymenorrhea"), pollakiuria ("frequent urination"), back pain ("increased back pain"), pain ("overall body pain"), diarrhoea ("diarrhea"), gastrointestinal disorder ("bowel issue") and adnexa uteri cyst ("adnexal cyst"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, autoimmune disorder, immunodeficiency, urinary tract disorder, allergy to metals, urticaria, perioral dermatitis, arthralgia, migraine, depression, anxiety, memory impairment, confusional state, fatigue, abdominal pain lower, ovulation pain, metrorrhagia, polymenorrhoea, pollakiuria, back pain, pain, diarrhoea, gastrointestinal disorder and adnexa uteri cyst outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri cyst, allergy to metals, anxiety, arthralgia, autoimmune disorder, back pain, confusional state, depression, diarrhoea, dysmenorrhoea, fatigue, gastrointestinal disorder, immunodeficiency, memory impairment, menorrhagia, metrorrhagia, migraine, ovulation pain, pain, pelvic pain, perioral dermatitis, pollakiuria, polymenorrhoea, urinary tract disorder and urticaria to be related to essure. The reporter commented: the right essure coil is 0.1 cm and the distance from the opacified cornua to the proximal marker of the left essure coils is 1.3cm. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure coils in satisfactory location. Fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, pelvic pain, menorrhagia, adnexal cyst,anxiety, cramping, back aches, migraine, dyspareunia, nickel allergies. Amendment: the report was amended for the following reason: event menorrhagia and dysmenorrhea were marked as incident. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), menorrhagia ('menorrhagia/ bleeding'), dysmenorrhoea ('dysmenorrhea'), autoimmune disorder ('autoimmune-like symptoms') and immunodeficiency ('lower immune system') in an adult female patient who had essure (batch no. 740867-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions and spotting vaginal. Concurrent conditions included paratubal cyst, headache, dysfunctional uterine bleeding, allergy to metals, menstrual irregularity, abdominal pain, ovarian cyst, hyperthyroidism, leiomyoma nos, cervicitis cystic, inflammation nos, itching, rash, hives, sinusitis, otitis and dermatitis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), immunodeficiency (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), urticaria ("rashes and hives"), perioral dermatitis ("perioral dermatitis"), arthralgia ("joint pain,hip pain"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), memory impairment ("memory problems"), confusional state ("confusion"), fatigue ("chronic fatigue"), abdominal pain lower ("cramping"), ovulation pain ("painful ovulation"), metrorrhagia ("metrorrhagia"), polymenorrhoea ("polymenorrhea"), pollakiuria ("frequent urination"), back pain ("increased back pain"), pain ("overall body pain"), diarrhoea ("diarrhea"), gastrointestinal disorder ("bowel issue") and adnexa uteri cyst ("adnexal cyst"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, autoimmune disorder, immunodeficiency, urinary tract disorder, allergy to metals, urticaria, perioral dermatitis, arthralgia, migraine, depression, anxiety, memory impairment, confusional state, fatigue, abdominal pain lower, ovulation pain, metrorrhagia, polymenorrhoea, pollakiuria, back pain, pain, diarrhoea, gastrointestinal disorder and adnexa uteri cyst outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri cyst, allergy to metals, anxiety, arthralgia, autoimmune disorder, back pain, confusional state, depression, diarrhoea, dysmenorrhoea, fatigue, gastrointestinal disorder, immunodeficiency, memory impairment, menorrhagia, metrorrhagia, migraine, ovulation pain, pain, pelvic pain, perioral dermatitis, pollakiuria, polymenorrhoea, urinary tract disorder and urticaria to be related to essure. The reporter commented: the right essure coil is 0.1 cm and the distance from the opacified cornua to the proximal marker of the left essure coils is 1.3cm. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure coils in satisfactory location. Fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, pelvic pain, menorrhagia, adnexal cyst,anxiety, cramping, back aches, migraine, dyspareunia, nickel allergies. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), menorrhagia ('menorrhagia/ bleeding'), dysmenorrhoea ('dysmenorrhea'), autoimmune disorder ('autoimmune- like symptoms') and immunodeficiency ('lower immune system') in an adult female patient who had essure (batch no. 740867) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions and vaginal bleeding. Concurrent conditions included paratubal cyst, headache, dysfunctional uterine bleeding, allergy to metals, menstrual irregularity, abdominal pain, ovarian cyst, hyperthyroidism, leiomyoma nos, cervicitis cystic, inflammation nos, itching, rash, hives, sinusitis, otitis and dermatitis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), immunodeficiency (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), urticaria ("rashes and hives"), perioral dermatitis ("perioral dermatitis"), arthralgia ("joint pain,hip pain"), migraine ("migraines"), depression ("depression"), anxiety ("anxiety"), memory impairment ("memory problems"), confusional state ("confusion"), fatigue ("chronic fatigue"), abdominal pain lower ("cramping"), ovulation pain ("painful ovulation"), metrorrhagia ("metrorrhagia"), polymenorrhoea ("polymenorrhea"), pollakiuria ("frequent urination"), back pain ("increased back pain"), pain ("overall body pain"), diarrhoea ("diarrhea"), gastrointestinal disorder ("bowel issue") and adnexa uteri cyst ("adnexal cyst"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, autoimmune disorder, immunodeficiency, urinary tract disorder, allergy to metals, urticaria, perioral dermatitis, arthralgia, migraine, depression, anxiety, memory impairment, confusional state, fatigue, abdominal pain lower, ovulation pain, metrorrhagia, polymenorrhoea, pollakiuria, back pain, pain, diarrhoea, gastrointestinal disorder and adnexa uteri cyst outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri cyst, allergy to metals, anxiety, arthralgia, autoimmune disorder, back pain, confusional state, depression, diarrhoea, dysmenorrhoea, fatigue, gastrointestinal disorder, immunodeficiency, memory impairment, menorrhagia, metrorrhagia, migraine, ovulation pain, pain, pelvic pain, perioral dermatitis, pollakiuria, polymenorrhoea, urinary tract disorder and urticaria to be related to essure. The reporter commented: the right essure coil is 0.1 cm and the distance from the opacified cornua to the proximal marker of the left essure coils is 1.3 cm. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure coils in satisfactory location. Fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia, adnexal cyst, anxiety, cramping, back aches, migraine, dyspareunia, nickel allergies. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.